Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals event description per attached email states: as part of CAPA (B)(4), we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Irradiation dose (kgy): nominal 22.0-22.6. Test interval (months): t=0.

Manufacturer narrative:
Date of event was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description per attached email states: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Irradiation dose (kgy): nominal 22.0-22.6. Test interval (months): t=0.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description per attached email states: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. And also refer the table for your reference. Irradiation dose (kgy): nominal 22.0-22.6; test interval (months): t=0.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.